Event description:
It was reported that the device clotted, requiring replacement. (B)(4).

Event description:
Additional information received july 1, 2015: clotting was through the entire device. Treatment was delayed 30 seconds for the exchange, with no reported patient effect. Clotting was noted after slow flow was detected. During the case non maquet products were used. Medtronic cannulas and centri mags blood pump. Anticoagulation was conducted per hospital protocol with act's taken per hospital protocol. Uf/importer report # was reported as 3008355164-2015-000135 whereas it should have been reported as 3008355164-2015-00135.